Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms even after infusion set, reservoir and insulin change. Customer also believed that insulin pump began to stop alarming for no delivery. Customer's blood glucose was over 400 mg/dl. Customer was not able to continue troubleshooting or perform high pressure test due to being at work. Customer was advised that insulin pump would be replaced.